Manufacturer narrative:
The inner cannula of the 12.5mm drill was visually evaluated, however the instrument had already been cleaned prior to being returned. CAPA (B)(4) has been opened.

Event description:
Distributor reported to x-spine that they found a 12.5mm silex drill with alleged blood and bone within the cannulation of the instrument. The 12.5mm drill was not used, there were no patient injuries due to this incident.